Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of a prime/fill anomaly, excessive no delivery alarms and low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump squirted out insulin then dripped when primed. The customer stated that the battery sometimes have to be changed more than often. The customer mentioned the cannula was bent. The customer declined to troubleshoot.